Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to a revision procedure because the atrial lead had exhibited high amplitude noise with the inability to program around. The lead was capped and replaced on (B)(6) 2019. Upon interrogation of the pacemaker, it had exhibited a warning sign that it had gone to end of life (eol). Prior to the procedure the device showed years of remaining longevity. Physician believed that cautery might have caused the false end of life (false eol). The device was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-00042.

Manufacturer narrative:
The reported field event of bvvi and false eri were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. User manual says that electrocautery can cause inhibited device operations which can trigger artificial alerts. After reloading the code successfully, analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the pacemaker was found in backup mode on top of the false eri.